Event description:
A malfunction with code "malf 12" was reported, and cts assisted the customer in resetting the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to continue using the pump and to contact support again if the issue recurred, which the customer understood and acknowledged.